Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as he had been experiencing difficulties inflating the inflatable penile prosthesis cylinders. It was noted that the pump would go limp after a few squeezes. A revision surgery was planned. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as he had been experiencing difficulties inflating the inflatable penile prosthesis cylinders. It was noted that the pump would go limp after a few squeezes. A revision surgery was performed. Only the connections were redone. No components were explanted or replaced. No patient complications were reported.